Manufacturer narrative:
There is no evidence of a device malfunction. Syringes are not part of the nxstage device. Nxstage cartridge include standard luer components widely used throughout dialysis industry. The cause of the broken syringe tip is most likely due to used too much force tightening the syringes. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filled as an adverse event solely to comply with the FDA's blood loss policy . During the end of a routine hemodialysis treatment the tip of the syringe, which had been connected to the cartridge tubing during treatment, broke when the operator tried to remove it to reconfigure the cartridge tubing lines for rinseback. Partial rinseback was completed resulting in an estimated blood loss of 40cc. No medical intervention was required.